Event description:
On 01/04/2007, nellcor received a report where it was claimed that the device developed a "leak" during use on a pt. The caller reported that the device is still in use, but the clinician is inserting air 3 to 4 times a day. The caller stated that, the device will be replaced when a replacement is received. The caller reported that there was "no medical emergency" associated to this report.